Event description:
It was reported that patients ipg had poor charging and connection. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility. No device malfunction was suspected.